Event description:
Using dexcom 7 for over a year with no issues. Now have had 3 sensors fail on insertion. They will pair via bluetooth but then fail immediately after that. Removing them to replace failed sensor has revealed no filament on sensor. It's as if they were made without them. Filament not in sensor and not in me. Just complete failure. Dexcom was supposed to send replacement and it's been over 2 weeks, and I've received nothing. They also said they would send a prepaid box so I could send them the failed sensor(s) back to them. Haven't gotten that either. Reference report # mw5169714, mw5169716.